Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he was having major issues with the pump. The customer reported that last week he got a failed battery test, but was in a situation where he was unable to replace the battery for a couple of hours. When the customer replaced the battery he got a failed battery test. The customer changed the battery and this week. The customer inserted other new and fully charged battery but the alarm occurred again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump at revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.